Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information provided from the customer (b3). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: a) endo therapy accessories or metal part of cleaning brush touched the biopsy channel port when the user inserted/withdrew those a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): the suggested event is detectable by handling the device in accordance with the following IFU. The detection method is included in bronchofiberscope bf-e2 series chapter 3 preparation and inspection. Olympus will continue to monitor the field performance of this device.

Event description:
The field service engineer (fse) reported to olympus, that the bending section on the bronchofiberscope was leaking. This was observed during maintenance. There were no reports of patient harm associated with this event. During inspection and testing of the returned device, the forceps channel port was deformed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
Due to character restrictions facility¿s address is (B)(6). The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was a cut on bending section cover causing water tightness to be lost. There was a damage on the image guide bundle, there was a stain on bending section cover and the image guide bundle, there was a low angle and a scratched universal cord. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.